Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported error code cf08 occurred. No other details regarding the event were provided. The user reported there were no adverse consequences to a patient as a result of this event.